Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report that for four days, the patient had obtained erratic and elevated blood glucose readings ranging from 300 mg/dl to "hi mg/dl" (greater than 600 mg/dl). During this time period, the patient experienced no symptoms of high or low blood glucose levels and he tested negative for ketones. The patient's mother corrected his blood glucose levels with bolus doses of insulin via the pump, however the patient's blood glucose level rose again two hours later. Troubleshooting revealed all pump settings, basal setting, date/time were correct, all total basal/bolus doses given correctly matched those programmed, there were no issues with the infusion site, and no bubbles or leaks were seen in the infusion set tubing. It was not possible to fully troubleshoot the infusion set and cannula, as the patient's mother refused to replace the infusion set at the time of the troubleshooting telephone call. The patient allegedly suffered symptoms suggesting severe hyperglycemia while using the insulin pump, therefore this complaint is being reported.

Manufacturer narrative:
Device evaluation follow-up #2 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Daily insulin delivery totals correctly reflected the user's programmed basal rates.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device history record review was conducted on (B)(4) 2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.